Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of pelvis, while tightening of a long sacroiliac (si) screw, the tip of a cannulated screwdriver broke off into the recess of the screw. Fragments from the tip were left in the patient. There was a surgical time delay of twenty minutes because of this incidence. The procedure was completed successfully and the patient outcome is reported as fine. This report is for an unknown long sacroiliac (si) screw. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
This report is for an unknown long sacroiliac (si) screw/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.